Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Additionally, the patient's mother stated the patient received a high alert from the receiver and the cgm was showing 262mg/dl. Based on the reading on the cgm, the patient's mother administered the patient with insulin and then performed a finger stick. The bg meter was showing the patient's bg was at 45mg/dl and was given juice by his mother. No symptoms or medical intervention was reported. At the time of contact, the patient was in healthy condition. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.(B)(4)